Event description:
It was later reported that the patient presented with a driveline infection on (B)(6) 2023. The patient was reportedly febrile upon admission. The patient was started on intravenous vancomycin and zosyn (piperacillin-tazobactam). A surgical incision and drainage of the driveline wound were performed on (B)(6) 2023. Implanted antibiotic beads cultures were positive. Additional antibiotics used were nafcillin, cefepime, levofloxacin, and ancef (cefazolin). The patient continued only nafcillin and levofloxacin with plan to continue until (B)(6) 2023. Upon completion of the course, the patient was planned to take cipro (ciprofloxacin) and cefadroxil for suppressive therapy.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the clinic on (B)(6) 2023 with complaints of driveline odor and drainage. The patient was instructed to go to the emergency department (ed) for cultures.